Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On the same day as event onset, the patient began treatment with injection of cefazolin (1 gram, ongoing) and on the following day, the patient was treated with an injection of gentamicin 50 mg, once daily and ongoing). Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment were discontinued and the patient has recovered from the peritonitis event on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.